Event description:
A malfunction on a pump was reported by the caller, but no notable events occurred prior to this. The customer confirmed that their blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support resolved the issue by sending out a replacement pump with updated software and provided necessary instructions on returning the malfunctioning pump and steps to follow upon receiving the replacement. The customer was informed about using an alternate method, mdi, to ensure continuous insulin delivery, and training support was made available to them.